Manufacturer narrative:
Approximate age of device: 8 daysthe device was returned for analysis. Evaluation is not complete.no further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a pump stoppage and low speed event in the morning. The patient was asymptomatic during the alarm. The nurse reported that the patient was sitting in a chair and when she stood him up to transfer him back to bed, the flow was noted to be 10.5 l/min, the vad speed had dropped to 7810 rpm (from 9000 rpm) and a low speed alarm occurred. At this time the patient reported momentary lightheadedness and nausea which spontaneously resolved. A pump stoppage alarm sounded 11 seconds later and the speed was noted to be 0. The vad speed automatically ramped back up to 9000 rpm. The system controller was exchanged. The patient was asymptomatic throughout the exchange. There was no trauma to the driveline and no further alarms have been seen on the new system controller. Data log files were reviewed by the manufacturer. The event occurred while the patient was connected to the power module patient cable. Low speed and pump stoppage alarms were recorded during the approximately 1 minute duration of the event.

Manufacturer narrative:
The system controller, serial number (B)(4) was returned to the manufacturer for evaluation. The investigation confirmed the report of an unexpected system stop via the log file. The log file contained approximately 8 days of data ((B)(6) 2015 ¿ (B)(6) 2015 per time stamp). On (B)(6) 2015 the speed was captured below the low speed limit and ramping back up to the set speed shortly after. On (B)(6) 2015 the pump speed again fell below the low speed limit this time stopping for approximately two seconds. During each of these events the power and flow was elevated then returned to normal values when pump speed ramped back up to the set speed. The returned system controller was functionally test and found to operate as intended during analysis. Atypical pump stops were not observed or reproduced. Similar incidences have been reported. A corrective and preventative action has been initiated to investigate the issue. No further information is available. The manufacturer is closing its file on this event.